Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture and patient claim breast implant illness, symptoms: passing out, memory loss, brain fog, inflammation of body, heart palpitations, pain in back and neck, tingling and numbness in hands and feet, tinnitus. There isn¿t an official medical diagnosis for breast implant illness.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture and patient claim breast implant illness, symptoms: passing out, memory loss, brain fog, inflammation of body, heart palpitations, pain in back and neck, tingling and numbness in hands and feet, tinnitus, constant utis, breast tenderness, auto immune issues, pupil irregularity dilations, skin rashes and hair thinning. There isn¿t an official medical diagnosis for breast implant illness

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured 363 (%) for ultimate elongation and 5.3 (lbf) for ultimate break force. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.